Event description:
It was reported (via FDA mw5158151) that a patient underwent breast prosthesis implantation surgery with two unknown mentor saline breast prostheses. Post-operatively, the patient developed severe joint pain that started in their right hand and eventually spread to several joints throughout their body. The patient was then diagnosed, via a rheumatologist, with psoriatic arthritis and ankylosing spondylitis. The patient also developed the following: plantar fasciitis, enthesitis and could barely get out of their bed or walk. They had difficulty opening a jar, holding a cup, getting dressed and sleeping. Furthermore. The patient had suffered from fatigue, postural orthostatic tachycardia syndrome, heart palpitation, severe anxiety, and vertigo. As a result, the patient underwent bilateral breast implant removal surgery on an unspecified month and day in 2024. After the removal, the patient reported that they no longer have any pain, was able to sleep better, and no longer required medications and no longer struggled to make it each day. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 3, 2024, mentor received additional information indicating that FDA medwatch mw5158150 is a related report sent to the FDA by the initial reporter.